Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer was failed. A field service engineer performed troubleshot and visual inspection, which identified a jammed medication preventing the bin from securing properly. The customer cleared the jam, and subsequent testing did not reveal any additional issues. The user verified proper operation through inventory counts. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, drawer was failed. Customer tried to reboot and recover the failed storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.